Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to test the pump alarms and verify that they were working correctly. However, volumetric testing was unable to be completed due to a repeated error code 12. Because volumetric testing could not be completed, mmdg cannot determine if the complaint is confirmed or not and therefore, this report is being filed.

Event description:
The initial reporter stated that the pump was not infusing and did not alarm. The initial reporter also stated that this occurred during testing and no patient was involved. (B)(4).